Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the procedure, the device allegedly leaked and patient allegedly experienced pain and inflammation. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd